Event description:
Reportedly, the subject programmer cannot be used because the programming head does not initialize.

Manufacturer narrative:
Results and conclusions fields were corrected. (B)(4).

Event description:
Reportedly, the subject programmer cannot be used because the programming head does not initialize.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject programmer cannot be used because the programming head does not initialize.